Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned and evaluated by the original equipment manufacturer (OEM). It was found that the device displayed error c-82 after booting up. The cause was a defective vio da vinci circuit board. The device was repaired by replacing the defective cpu printed circuit board (pcb).

Manufacturer narrative:
Based on the claim against the product by the customer noting continuous iesu faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the issue, but replaced the iesu since the customer would constantly have to restart the system in order to recognize instruments. The system was tested and verified as ready for use. The iesu was returned and evaluated by the failure analysis team. The reported issue of iesu faults was replicated. The iesu displayed error c-82 during boot up. The complaint regarding the iesu faults was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported failure is attributed to component failure. This complaint is reportable malfunction event due to the following conclusion: although the iesu was not replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with the original iesu, fa was able to reproduce the issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system was getting continuous integrated electrosurgical unit (iesu) faults. The customer informed that the intuitive surgical, inc. (Isi) field service engineer (fse) was on site earlier and tested the system but could not duplicate the issue. The faults continued to occur and the only way to clear the faults was by removing all instruments and accessories and power cycling the system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6) 2023 during a malignant hysterectomy procedure. There was no patient injury and the procedure was completed robotically.